Event description:
Upon inspection of a neuron 070 while in its packaging a kink was noticed at the distal tip of the catheter. The technician was not 100 percent sure if "it" the kink was produced by how the catheter was stored or if the kink was originally there from manufacturing. A second catheter was removed from their inventory and was observed to be in excellent condition and therefore, was utilized for their case. The damaged neuron is being returned back to penumbra for evaluation and inspection.

Manufacturer narrative:
Device investigation: results: there is a kink in the proximal shaft of the catheter. There is an adhesive hook on the exterior of the sterile envelope that is not part of our product packaging. Since the product is still sealed and there is damage visible though the package, this catheter was not opened for evaluation. Conclusion: the complaint noted a kink in the distal portion of the catheter. This could not be confirmed. There was a kink in the proximal portion of the catheter. Based on the results of the investigation, it cannot be determined when the catheter was damaged however; the adhesive hook placed on the device indicates that it was stored at the hospital outside of its protective chipboard box and may have been damaged during storage or handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.